Event description:
An epidural catheter was inserted in pt by the anesthesiologist. Nursing staff used pca tubing, rather than epidural tubing, to connect epidural catheter to infusion pump. Error was detected the following day. No harm or impact to pt.